Manufacturer narrative:
Based on additional information received (cat# identification), conclusion is updated on march 29th, 2016: the reported event that locking screw anchorage ø3.0mm / l16mm has been through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. The (B)(4) has been opened for recurring issue. The threshold defined in the risk management file was not exceeded. Design improvement actions were identified in CAPA (B)(4). Design improvements consist in changing tolerances of the screw head in order to strengthen the connectivity between plate and screws. A review of the device history was not possible because the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device not returned.

Event description:
Locking screws went through locking hole of anchorage cp plate. After screw went through plate, plate and screw was removed and then repeated with a second plate. Then plate and screw removed again and surgeon placed 2 screws for metatarsal phalangeal joint fusion. As: on (B)(6) 2016, sales rep reported that he was present at case. Event occurred during primary surgery. He stated that he was unable to get the plate. Reported plate was thrown out. How was event resolved: sales rep reported "were able to use a second plate and it worked."